Event description:
Caller reported potential false positive troponin on the triage cardiac profiler versus the lab analyzer. Pt was admitted with chest pain. Whole blood in full edta tube was tested on the triage device. Pt's diagnosis at the time was not clear. Medication history was not available. Test was performed at room temp. No clots or major hemolysis noted in blood. Test device warmed to room temp, pouch not opened until test time. External qc tested a few days prior to complaint with normal results.

Manufacturer narrative:
Pt sample was returned on (B)(6) 2011. Product support tested returned sample on retained lot w49569 for tni recovery. No false positive or high bias in tni recovery was observed with returned pt sample. All data points with calibrator z were below the mfg cut off. No false positive tni was observed with negative control calibrator z. All data points with calibrator h were within the mfg 2sd range, with a percent recovery of 114%, within the mfg final release specs. Pt sample (B)(6) tni on triage was <0.05ng/ml and on access2 was 0.04ng/ml. No increased tni value was observed. The customer's complaint of a false positive or elevated tni result was not observed in retain testing with the pt's sample. Product support could not rule out sample specific or environmental factors that may have affected analyte recovery. As of (B)(6) 2011, three complaints have been reported for profiler lot w49569. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.